Event description:
It was reported that during a routine pulse generator upgrade, the atrial lead exhibited over sensing and noise. The patient had recently been in a car accident which may have resulted in lead damage.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the proximal insulation was abraded at multiple locations and the proximal coil was fractured. The damage is consistent with friction with another implantable device.